Event description:
It was reported that a spectrum pump had an "ail sensor error." It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line (ail) sensor error, which was not reproduced but was confirmed through the history log. The confirmed symptom was found to be caused by low upstream sensor values. Low ultrasonic readings can make the pump more sensitive to air in line alarms. The upstream sensor and pusher were replaced.